Event description:
It was reported by the affiliate that the (1) atw45 and the (1) tr45w were used during an unknown procedure. It was reported that the articulating lever broke. The staples were malformed and the surgeon oversewed. There was no pt consequence.